Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process due to a possible occlusion. The customer stated that his infusion set became stuck on the fill tubing step and would not proceed. The customer's blood glucose was over 130 mg/dl. He was advised to clear the no delivery alarm with the esc and act buttons. The customer was advised to disconnect from the device, disconnect the tubing and reservoir, then reconnect the tubing and reservoir. He noted that there was no more insulin in the reservoir. He was advised to retrieve another reservoir and infusion set to put into the insulin pump. He was advised that the infusion sets and reservoir would be replaced. He was advised to monitor the insulin pump.